Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been feeling a stinging/painful sensation in the area around the scs ipg. The patient stated the issue was not constant, but randomly she felt the "stinging and buzzing" at the ipg site. A company representative met with the patient and reprogrammed the patient's scs system. However, reprogramming did not make a difference as the patient reported the pain continued. The patient was advised to turn the scs system off but turning the system off for two days did not help either. The patient described the pain was more of a physical to the touch pain and not an electrical/stimulating painful sensation. The patient was referred to a neurosurgeon for further evaluation.

Event description:
Follow up information obtained identified the patient met with the pain physician and neurosurgeon. Reportedly, the physician and neurosurgeon determined the patient's issue was due to l3 and l4 disc protrusions and not related to the scs system. In addition, the patient may undergo a lumbar fusion surgery to address the issue.